Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available.

Event description:
It was reported that during use while attempting to perform thermodilution, the swan-ganz catheter tubing was broken and was leaking blood & spraying saline. Hemostats were temporarily placed to prevent any unsafe leaking- either into (air) or out of (blood) the catheter. Per the rn (registered nurse) the swan is unusable, and unsafe. Leaving the catheter in remains a patient safety concern due to risk for infection, air embolism, and bleeding. Order was then received to remove the pa catheter, which was done with no complications. The patient remains with the introducer in place as central access for his inotropes.